Event description:
The user facility reported a 60-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and a left ventricle gram was performed. A left ventricle perforation was noted and was caused by the impella pigtail. The impella was removed. Emergent pericardiocentesis. Mass transfusion. Cts was in house. Patient was placed on ECMO and chest was opened. Attempted closure with pledgets after impella removal. Surgeon stated lv was ¿mush¿. Multiple efforts attempted. Cardiac massage. Defibrillation. Unable to maintain pressure. Despite best efforts, patient did not survive.

Manufacturer narrative:
The pump was returned for investigation. No physical abnormalities, such as cannula kinks or damages to the inlet cage or pigtail, were observed. As per clinical details, the ventricle was noted to be diseased prior to impella use. The cause of the ventricle perforation issue was patient condition related since no physical abnormality were reported on returned pump and also doctor reported diseased lv.